Manufacturer narrative:
The device was not returned to olympus for investigation. There was no additional information obtained from the facility despite multiple attempts. As part of our investigation into this report, an olympus endoscopy support specialist (ess) was dispatched to the facility to observe reprocessing practices and to provide training or in-service, if necessary. The ess observed that the technician was not performing pre-cleaning or leak testing. Although the technician was brushing the channels, the technician was not cleaning the channels, just rinsing the top of the scope. The ess offered to leave reprocessing material, but the technician declined stating that the next day the reprocessing will be done by the book. The ess inspected the scope and found that it was in good working condition. The ess reported that the technician was going to order an mu-1 and a leakage tester. The reported event is most likely due to not following reprocessing instructions.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three patients involved in this event. The user facility reported that three patients were infected with pseudomonas infections in one week. There was no other information provided. Please cross reference MFR. Report numbers: 9610773-2007-00006 and 2951238-2016-00143 to account for the three patients as referenced in the original report. The following report will be supplemented to cross reference the two associated infection complaints: 9610773-2007-00006.